Event description:
During troubleshooting of a check heater line (chl) alarm, the home patient (hp) stated he restarted twice using different cassettes but used the same bags. The hp could not get past the alarm so he disconnected and did manuals. The technical service representative (tsr) explained that the alarm indicated a problem with the heater bag and advised them to try again that night with all new cassette and bags. The tsr advised the hp to call baxter if he had any trouble. The hp understood and would call that night if he had any trouble. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. During a follow-up with the home patient's wife regarding the reuse of the same supplies, she said that the hp did not notice anything unusual with any of the previous supplies. She stated he got it to work when he started over that night with all new supplies. She said the tsr had talked to him already about the importance of not reusing supplies. Since then he has been completing therapy successfully.

Manufacturer narrative:
(B)(4). This complaint for a report of a use error - reuse of single-use product was confirmed; however, no root cause could be determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the prevention of the use error(s) in the complaint. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.